Manufacturer narrative:
Samet sahin, kerim güzel; glycemic control in obese type 2 diabetic patients treated with laparoscopic sleeve gastrectomy and transit bipartition; samet sahin, 2025, medical science monitor; surgical technique and glycemic control after lsg+tb © med sci monit, 2025; 31: e947047. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to literature source of study that analyzed obese type 2 diabetes mellitus patients who underwent laparoscopic sleeve gastrectomy with transit bipartition between may 2015 and may 2019, a reload was used to divide the stomach and a 46f orogastric tube was used. The staple line was routinely sutured with an unspecified suture, covering the entire stapled line from top to bottom. The stapler was then used to transect the small intestine and perform the anastomosis. Residual anastomosis gaps were closed with an unspecified suture. There were 420 patients in the study and serious postoperative complications were observed on 22 patients which included: anastomotic leaks which were treated with pigtail drainage or reoperation; intra-abdominal abscess which was managed with percutaneous drainage; gastro-jejunal strictures which were managed via balloon dilatation or laparoscopic reoperation.